Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the procedure helix malfunction was observed. Fluoroscopy did not reveal any issues, but failure to capture was noted. An attempt to reposition the lead was not successful due to retraction/extraction issues. The lead was explanted. The lead showed normal extension with popping sound and lurched forward helix. The leas was returned for further analysis. New lead was successfully implanted. The patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.